Manufacturer narrative:
Product complaint # (B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The jaws eventually opened did the jaws eventually open? Yes . Also, the lot number provided, t9272p, refers to an ec45a stapler and not an ats45 as reported. Apologies as after collecting the device (now sent to you) it was an ec45a and not an ats45 (as the hospital originally informed me). Can you please confirm the product code for the device and provide a correlating six digit lot or batch number for this device? The product code should have been ec45a (not ats45) and therefore the lot number provided is correct.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a aper procedure, the surgeon fired the device successfully but following was unable to open the device by pressing the back release button, so therefore could not reload. A new device was opened. No patient consequence reported.